Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's, the patient alleged that dizziness and headache. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were six errors found and no secondary findings were observed. The manufacturer's service center concludes that they couldn t confirm the customer's allegation. Box d and box h were updated in this report.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dream station CPAP with an allegation of dizziness and headache. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.